Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient's tape around the lead area caused itching. Patient mentioned they had a high urgency to have a void. When the patient went to attempt, they were unsuccessful and wasn't able to do so until an hour later. No troubleshooting was performed and the leads were removed on (B)(6) 2017. The issue wasn't resolved at the time of this report. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.